Event description:
New information received notes that fluoroscopy performed at the time of ICD replacement in (B)(6) 2013 and again 4 months later in (B)(6) 2013, did not show evidence of externalized conductors. The lead remains implanted.

Event description:
During screening, possible externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. Lead will continue to be used.

Manufacturer narrative:
No medwatch form was received.